Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 223 mg/dl at the time of the incident. The customer states that they have to shake the device to make it work. The customer sated that the insulin pump is currently working but does not want to take the battery cap off in fear that the device may stop working. The customer stated that the issue has been occurring for a month. The customer was informed that a new battery cap will be shipped to them out of courtesy. The customer did not troubleshoot and did not send the product back for analysis.